Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
In 2007, received explanted lead from st. Jude medical. No information provided. Located lead serial number on explanted lead and used to search database and identify patient. On april 27, 2007 investigational letter sent to physician in patient record. No response from physician. On june 26, confirmed correct address. Obtained phone number and left message requesting explant information. MDR submitted as a result of letter received from FDA on may 11, 2007 and facility inspection on june 20 & 21, 2007.